Manufacturer narrative:
D10 concomitant products: egia60axt - egia60axt egia60 artic extra thicksulu, lot# n4e1725y egia60axt - egia60axt egia60 artic extra thicksulu, lot# n4e1725y egia60axt - egia60axt egia60 artic extra thicksulu, lot# n4e1725y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon tried three different reloads from the same box, but two of them could not fire. The third reload required excessive force to fire, and eventually, the knife reached the end of the stapler but was not used on the patient. A new device was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a lung resection procedure, the surgeon tried three different reloads from the same box, but two of them could not fire. The third reload required excessive force to fire, and eventually, the knife reached the end of the stapler but was not used on the patient. A new reload with the same handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.